Manufacturer narrative:
Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode foreign matter were observed. The nature and origin of the foreign matter could not be determined from the photos. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and upon completion the indicated failure mode foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the foreign matter failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on the needle of the device. The following information was provided by the initial reporter. The customer stated: there were foreign objects on the needle. Impact: no other adverse effects on patients and users. Received an update from the sales representative, and the description of the incident was updated as follows: 5 samples with foreign matter have been used on patient. Received an update from the sales representative, and the description of the incident was updated as follows: 5 samples with foreign matter have been used on patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on the needle of the device. The following information was provided by the initial reporter. The customer stated: there were foreign objects on the needle. Impact: no other adverse effects on patients and users. Received an update from the sales representative, and the description of the incident was updated as follows: 5 samples with foreign matter have been used on patient.